Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message and didn't start compressions was confirmed during the functional testing. The brake gap was observed to be too wide, possibly due to wear and tear. It was adjusted to be within specification, and the system error was cleared. The archive data review could not be completed because the archive data could not be retrieved/read, due to a defective ir port of the processor board, unrelated to the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The motor brake gap was observed to be out of specification (0.013"). The brake gap was adjusted to the specification (0.008"). After that, the system error was cleared using ap vision software. A run-in test was conducted on the device with the 95% patient large resuscitation test fixture (lrtf) with known test batteries until discharged without any fault or error. However, because the archive log could not be accessed to determine what the actual system error was, the processor board will also be replaced to prevent further occurrence of the system error and to remedy the archive issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message and didn't start compressions. No patient involvement.